Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Patient was implanted in 2004. He reports that he has been experiencing pain since the surgery. He is unable to work or exert himself. He feels as if his skin stretching on the inside. He also has a recurrence of his hernia. Patient is considering additional surgery for the recurrence.